Event description:
Philips received a complaint by the customer on the v60 indicating that a 1111 "o2 device failed" alarm error occurred while the device was in transport with a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that a 1111 "o2 device failed" alarm error occurred while the device was in transport with a patient. The biomedical engineer (bme) could not duplicate the 1111 error but found that was it was logged in the significant event log. The bme then went through recommended repair steps per the v60 service manual. The customer called technical support again and needed some more troubleshooting assistance, after which the customer realized that the o2 solenoid valve connecter was not fully secured on the data acquisition (da) printed circuit board assembly (pcba). After securing the connection, the o2 flow readings were within specification, and the issue has been resolved. The investigation concludes that no further action is required at this time.